Event description:
The customer reported the device intermittently displayed pads off message and this happened with multiple therapy cables. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported the device intermittently displayed pads off message and this happened with multiple therapy cables. There was no report of patient involvement or adverse patient impact. Philips evaluated the device and confirmed this symptom. Philips resolved this issue by replacing the power pca and the patient/therapy connector. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.